Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device, a kink was observed in the distal tip assembly at 98.0 cm from femoral marker to the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter was observed to be within the product specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that resistance was encountered and lost image occurred. The 99% stenosed target lesion was moderately calcified and moderately tortuous. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. It was noted that resistance was encountered upon withdrawal of the device and lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.